Event description:
Reporter stated that the multiclix lancet protruded from the device's end-cap. At the time of the report, the device's trigger button was jammed. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).